Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
Two weeks prior to patient death the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. It is also reported that the patient suffered a mi the same day as patient death. The investigator indicated that the reported events were possibly related to the study device.

Manufacturer narrative:
Clopidogrel and asa. (B)(4). Results: inherent risk of procedure (pulmonary edema/death).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and two endeavor sprint rx drug-eluting stents implanted to the mid rca. Approximately 6 months post index procedure, patient death occurred. Death classed as cardiac cause of death pulmonary edema. The investigator indicted that the reported event was unrelated to the study device. Ref MFR #s 9612164-2011-01662, 9612164-2011-01663, 9612164-2011-01664.